Event description:
The customer reported that the device had no audible alarm. The nellcor puritan bennett customer support engineer verified that the audible alarm was nonfunctional and reseated the front panel connector. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.